Event description:
Health professional reported capsular contracture, baker grade iii.

Manufacturer narrative:
Additional data: a.2., d.4., d.6., d.7., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Health professional reported late seroma and capsular contracture, baker grade unknown on an unknown side. Device has been explanted.

Manufacturer narrative:
The events of capsular contracture and late seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and late seroma.

Event description:
Health professional reported late seroma and capsular contracture, baker grade unknown on an unknown side. Device has been explanted.